Event description:
1930-received telephone call after hours from pt reporting air in tpn line from bag, extending past air-eliminating filter. Pt had clamped line and had appropriately changed the tpn bag and tubing. Pt stated that they were "afraid to go to sleep in case of air". Pt reassured that the new bag and tubing should elimate the problem, but to call in an hour if pt noted any add'l air or if they were still concerned. 2045-received call from pt stating that they were still concerned. Agreed to meet pt at hospital to access pump and infusion. Instructed pt to bring previous tpn bag and tubing. 2130-pt arrived accompanied by family member. Pump infusing without problems. No air visible in tubing. Current tpn bag examined-very small 2cm surface air bubble noted. Pt brought previous bag and tubing for examination, as instructed. Large amt of air noted in bag. Air throughout tubing, as pt had described. Pt reported that their cat had chew a hole in their tpn tubing below the air-eliminating filter, last night. Stated they awoke to find blood backedup to the filter and a large puddle of tpn and small amt blood on table below the hanging tpn bag. Pt disconnected their tpn, flushed their line with 20cc ns, changed the tubing and resumed the infusion. Pt stated that they noticed air in the tubing "all day", but none had gone past the filter until this evening. Pt afebrile. Vs wnl. Instructed to monitor temperature and watch for signs of infection. Agreed to keep cat out of bedroom while sleeping. Pt reassured that pump functioning correctly, much less anxious. Stated feels they can sleep without worry. Discharged home, accompanied by family member.